Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: >7.5, lab: 1.9. Time between tests: 5 minutes. Therapeutic range: 2.-. Customer could not obtain a sufficient sample with 28g lancet. Blood was drawn into a edta tube and dripped onto the inratio meter.

Manufacturer narrative:
Customer did not obtain sufficient sample with 28g lancet, so end-user applied sample from ethylenediaminetetraacetic acid (edta) tubes on unit. Using venous sample from additive tubes may affect coagulation test. Thus, lead to unexpected inr result. Data provided are not valid for comparison test. In-house therapeutic donor testing has been performed on reported lot #281272 on (B)(4) 2013. Results as follows: donor: 204, inratio, 1.9, 2.1, 2.1, reference: 2.0, bias threshold: 1.00 - 3.00, %cv: 5.68. Donor: 231, inratio: 2.4, 2.8, 2.5, reference: 2.39, bias threshold: 1.39 - 3.39, %cv: 8.11. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: non-validated sample was applied on unit. Data provided are not valid for comparison test. Improper procedural issue was identified in the complaint. This could not be rued out as a cause of the unexpected results. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.